Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the cause of the issue was the drain valve (drv) was sticking and putting back pressure on the flow cell. The fse replaced replaced the drv and that resolved the reported issue. The fse successfully ran calibration, autofocus and controls. (B)(4).

Event description:
The customer reported positive control failing low on their iq200 elite urine microscopy instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.